Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry and investigation it was learned that a 29mm 3000tfx valve was explanted after an implant duration of eight (8) years, three (3) months, due to aortic valve endocarditis. The explanted valve was replaced with a 29mm 11500a valve. Patient was in recovery post procedure.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information and the device are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned that a 29mm 3000tfx valve was explanted after an implant duration of 8 years, 3 months due to unknown reasons. The explanted valve was replaced with a 29mm 11500a valve. Patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.